Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope air port did not fit correctly with disposable or original equipment reproduction attachments. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the airport not fitting correctly with disposable or oer attachments occurred because there was a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user. The event can be detected/prevented by handling the device in accordance with the following instructions for use: gif/cf/pcf-190 series reprocessing manual chapter 7 reprocessing endoscopes and accessories using an automated endoscope reprocessor/washer-disinfector. Olympus will continue to monitor field performance for this device.